Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Pump received with minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.

Event description:
It was reported that customer fell on insulin pump causing damage to display screen. Customer's blood glucose was 189 mg/dl. It was reported that display screen was not working and was scratched. Insulin pump would need to be replaced.